Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 24mm x 2.75mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified right coronary artery. After the lesion was pre-dilated with a 2.75x15 nc emerge balloon catheter, a 24 x 2.75mm rebel stent was advanced for treatment. However, the device failed to cross the lesion and when it was removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.